Event description:
It was reported by the affiliate that the (1) tcr55 was used during a laparoscopic cholecystectomy procedure. It was reported that the staples were malformed on the second fire. The case was completed with a new instrument and there was no consequence to the pt.